Manufacturer narrative:
Per the clinic, the patient underwent a procedure on (B)(6) 2015 to have the abutment removed from the fixture and an internal magnet placed. The implanted device remains. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site and was prescribed oral antibiotics (date and duration not reported). The implanted device remains.